Manufacturer narrative:
A getinge field service engineer evaluated unit lose ECG waveform and came back. I could not reproduce the customer's issue with lose waveform. I checked all cabling with the leadwires. I visual checked appearance of the accessories, pulling on the cables and testing all sockets. Reviewed logs and found no major failures. Functional tested without any issue. No problem found. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.replaced batteries due during transport the batteries were replaced with batteries. Released to customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the during use on patient, the cardiosave intra-aortic balloon pump unit wave form went down and came back and the patient involvement is unknown.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify and reviewed logs and found no major failures. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit wave form went down and came back.